Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) - battery compartment issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 08/09/2017 with the following findings: during investigation, the battery compartment was cracked at the threads above the bumper, and at the case seal below the bumper. The returned battery cap threads were damaged. The cap was unable to attach to the pump securely. A test cap was used during investigation. The pump was opened to find moisture throughout the internal pump.